Manufacturer narrative:
Continuation of d10: product ID 9735665 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. H3) the percutaneous pin was returned for analysis. Functional testing determined that the instrument was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were unable to put the percutaneous reference frame cross pin frame on the 100 mm per pin as the diameter was too big. The site had to remove the perc pin and swap to a 150 mm perc pin to continue. There was a reported delay of less than one hour and no reported impact to patient outcome.